Event description:
It was reported that the pt had no stimulation sensation and a return of symptoms. The pt met with the healthcare professional and it was noted that the lead may be broken. The neurostimulator was reprogrammed. The pt had an appointment with their physician in (B)(6) to determined the next steps. Add'l info was requested.

Manufacturer narrative:
(B)(4).